Event description:
It was reported that during reprocessing, the subject scope/probe device had a positive micro test after scope just returned back from repair. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Updated fields: b5, d8, d9, h2, h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report: 'the reported device was the bronchofibervideoscope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.'